Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited undersensing and competitive right ventricular pacing. No changes or intervention was performed. There were no patient consequences.